Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported. On (B)(6) 2020 the patient came in for their 1 year follow up procedure. CT imaging showed that there was a thrombus on the device. The patient was taking 81mg of aspirin leading up to this follow up date. Following this event the patient will start anticoagulation medication and be reassessed at a future date.